Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported patient disconnect message while on patient. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 21may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised the problem is external to the ventilator. The unit continued to be a problem and was withdrawn from service and returned to the rental company. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.